Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3387s-40, lot# va0958d, implanted: (B)(6) 2013, product type: lead. Product ID 3387s-40, lot# va0g0m4, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient¿s leads were revised in (B)(6) 2015 because there was a break in the lead. They knew about the break from the time they put in the implantable neurostimulator (ins), right at the surgery, but just took the time to go back in to fix it. It was fixed in (B)(6) 2015. The patient¿s indication(s) for use were dystonia and movement disorders. Refer to manufacturing report #3004209178-2016-08384 as the patient had two inss and two leads and it was not specified which set was at fault.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.